Manufacturer narrative:
Concomitant medical products. Model: ddmb1d1, ICD; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had sounded an audible alert. Upon interrogation is was discovered that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and oversensing noise. It was noted that noise was detected with pocket manipulation, left arm movement and with patient sitting still as well. Tachy detections were programmed "off" and patient was provided a "lifevest." Lead was extracted and replaced at a later date. No patient complications have been reported as a result of this event.